Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to difficult to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Attachment user medwatch report #mw5107014.

Event description:
Additional information was received via user facility medwatch report: during a cto pci procedure. Left femoral artery access was obtained. The access site was successfully pre-dilated with 6f sheath immediately before pre-closure was attempted with a proglide hemostasis device. The deployment was unsuccessful and attempts to remove the device from the patient were unsuccessful.

Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot of the first attempted proglide device got stuck. The lever was lifted and returned to its original position multiple times; however, the foot plate did not retract. There was no vessel damage reported. The pre-close technique was aborted. A cut down was performed and device was removed. It was confirmed the two feet of the device were intact. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.